Manufacturer narrative:
Additional info: visually confirmed the instrument tip has been broken off. The angulation of the fracture surface suggests bend stress overload, with the tip twisted, suggesting secondary torsion, after initial fracture. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness found to be within print specification. Fracture surface analysis reveals a quasi-brittle fracture, consistent with overload.

Event description:
It was reported that the tip of the screwdriver broke during use. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.